Manufacturer narrative:
Follow-up #1 - submission date 10/09/2015; correction. The initial MDR was submitted in error as there was no malfunction or adverse event related to the device. The pump was returned and investigated by product analysis prior to the submission of the initial MDR and there was no defect of the device. The alleged alarm issue was not duplicated. The pump powered up and functioned properly without any alarm issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging that the customer had problem with the alarm. No additional detail was provided regarding the nature of the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.